Event description:
It was reported that an interlink buretrol solution set leaked from where the drip chamber meets the buretrol chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The unknown lot number could have been produced in either (B)(6). The addresses for both manufacturing sites are: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.